Event description:
Prior to introducing the spyglass angiographic catheter into the right coronary artery, the physician attempted to manipulate the tip to an sr-curve while the catheter was still outside the patient. When the physician attempted to straighten the catheter, the tip separated. The patient was anticoagulated with heparin. There were no consequences to the patient and the patient is reportedly in good condition.